Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor was unable to deliver any pulses. The cause for the failure was defective u1005 component on the ca board. . The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code (service code 110: overvoltage cleared no energy).